Manufacturer narrative:
The olympus endoscopy support specialist (ess) advised to replace the expired filters and test strips. The ess also advised on the frequency of filter replacement, the importance of filter replacements, and the importance of daily logs and quality checks for the test strips. During the in-service, the ess also noticed that while two endoscopes were being reprocessed at the same time, the insertion tube was touching the lid of the endoscope reprocessor. The ess informed the customer this may interfere with cleaning and advised reprocessing again. The customer replaced the water and air filters but did not have replacements for the vapor filters. The customer advised that they will replace the vapor filters once received and will allow the staff to determine if the device is safe to operate from the smell of the chemical until then. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
During an in-service, an olympus endoscopy support specialist (ess) reported an expired vapor filter, air filter, and water filter in the endoscope reprocessor. The ess also reported the use of expired test strips to check the effective concentration of disinfectant solution. The customer reported there were no patient infections or positive cultures due to this event. The customer also reported the odor of the disinfectant was normal, there was no disinfectant leak, there were no error messages or alarms, and preventative maintenance was in compliance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no malfunction associated with the device, but the event was caused by user error for the following reasons: the user used the expired test strip due to misunderstanding about expiration period. The user misunderstood replacement period of gas filter, water filter and air filter. The event can be prevented by following the instructions for use. The user can confirm proper usage of test strip by reading the following: "before using this reprocessor, be sure to review all of the above-mentioned manuals, the safety information provided with olympus-validated detergents and disinfectants, and the manuals for all other equipment used in the process. Always use this equipment as instructed. It might cause unexpected danger if you don¿t follow the installation and operation manual. Keep these and all related instruction manuals and documents in a safe and accessible location. If you have any questions or comments about any information in these manuals, please contact olympus." Furthermore, the user can replace filters in proper period by performing inspection in accordance with chapter 7 routine maintenance as follows: "to ensure safe operation of the device, it should be cleaned and inspected regularly. Parts and consumables should be added or replaced as required." 7.1 replacing the gas filter (maj-822): "replace the gas filter every month or whenever the odor of the disinfectant solution seems to have increased, whichever comes first." 7.2 replacing the water filter (maj-824): "replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below." 7.5 replacing the air filter (maj-823): "replace the air filter every month."